Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced left side facial pain and the linx device was explanted. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2018, and a hiatal repair was performed at that time. Device was explanted on (B)(6) 2018 with no intra-operative complications. Device was found in the correct position/geometry at the time of removal and was "not compressive".